Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing on stored electrograms (egm). It was further reported that chronically low r waves were noted. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.